Manufacturer narrative:
Additional information: d9, h4, h3, h6. H10: the sample was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. There was evidence on the female connector indicating the insert chip was present. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of the twist clamp on a minicap extended life pd transfer set. This issue occurred during unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.